Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode.¿ as such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the anti-reflux valve (arv) used for ng tubes are noted to be more fragile and breaking apart. This has been noted on multiple units. The valves become wedged in the blue tubing of the ngs and are almost impossible to replace when they break at the weak point (just below the disk at the midpoint). Per additional information provided by the reporter on 27jan2025, the arvs were removed from the ng tubes and replaced with a new arv. Once the valve breaks it is incredibly difficult to remove and replace the broken valve, staff has to cut the blue tubing in order to attach a new valve.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the anti reflux valve used for ng tubes are noted to be more fragile and breaking apart. This has been noted on multiple units. The valves become wedged in the blue tubing of the ngs and are almost impossible to replace when they break at the weak point (just below the disk at the midpoint).